Event description:
Reporter stated that patient obtained blood glucose results of 11.3 mmol/l and 3.2 mmol/l, within 10 minutes, when testing on the accu-chek mobile system. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.